Event description:
It was reported that the recently implanted vns patient was coughing 3-4 times per day which sometimes yielded a small amount of blood. The patient was scheduled to adjust her device settings. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
(B)(4). Corrected data: the initial manufacturer report inadvertently did not provide the suspect device UDI. This report is being submitted to correct this data.